Manufacturer narrative:
The device was evaluated by olympus staff at the customer¿s location, and the customer¿s allegation was confirmed, due to the acecide having not been used properly and had not been replaced for a long period of time exceeding one month. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified since the condition of the actual product could not be confirmed, and the presumed cause is also unknown. Olympus will continue to monitor field performance for this device.

Event description:
Olympus sales representative reported on behalf of the customer that the evis lucera ultrasound gastrovideoscope was reprocessed by the user facility staff with an oer-6. It was reported that the oer-6 acecide was not replaced for a long time, exceedingly over one month. The customer stated the oer-6 had worked 70 times. There were no reports of patient harm, and no patient health hazards have been reported to the facility. Related patient identifiers: (B)(6).